Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. If the device is received for analysis or additional information is received, a supplemental report will be submitted. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a procedure, the driveshaft of a diamondback coronary orbital atherectomy device fractured. The target, type b lesion was 90% stenosed and located in an area of the left circumflex artery that was not tortuous and 3mm in diameter. The lesion was treated with three passes of the oad at 80,000 rpms via a right, radial approach. After the third treatment pass, the distal driveshaft, including the crown, was detached. The driveshaft segment was removed using a non-csi catheter. The patient condition was good following the procedure.